Manufacturer narrative:
The results of the investigation are inconclusive since the device is not available for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event has been estimated.

Event description:
It was reported that the patient was experiencing pain at the pocket site. Surgical intervention took place on (B)(6) 2019 wherein the ipg was moved deeper in the pocket site to address the issue.